Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer experienced high blood glucose 400 mg/dl. Sg value from reported event was 142 mg/dl. Sensor glucose value that triggered suspend event was 49 mg/dl. The difference between the sensor glucose level and blood glucose level was 258 mg/dl the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.